Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not turn on. Review of the log files showed host pc related issues. Upon troubleshooting fse identified the host pc as having issues. The defective part was sent for analysis, for host pc no failure was observed. However, to resolve the issue, the fse replaced the host pc and performed multiple reboots. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.